Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Customer went to the emergency room (ER) due to a blood glucose level of 555 mg/dl and trace ketones. Customer was treated with an unspecified intravenous fluid and lantus. Reportedly the customer continued to use the pump for insulin therapy.